Event description:
The reporter stated that the cartridge and injector malfunctioned no pt contact. Further info was requested and none forthcoming. If more info is received, a supplemental medwatch report form will be sent.

Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was received and a visual inspection shows there is a tear in the optic/haptic junction. There is clear surgical residue on the lens. Work order search. Results: a work order search of the cartridge lot number was performed for similar complaints and no similar complaints were found.